Manufacturer narrative:
On 2020-jan-03 arjo was made aware of an incident with arjo maxi move passive floor lift and sling involvement. Following information provided, while transferring resident to bed, the resident slipped though the sling and fell into a chair. While slipping out, the resident hit left side of his head. This injury required observation and first aid measures, no serious injury was sustained. Following information provided, the sling size was incorrect. Arjo qualified representative visited the customer after event to collect additional information and evaluate involved device. The customer facility was unable to point out maxi move device involved in the incident (there were no details about the device model and serial number). Therefore, all maxi move¿s held by the customer were tested in respect of their functionality. All devices were functioning correctly. According to information provided by the facility staff, improper sling size was used for the patient¿s transfer when the resident slipped out. No further details regarding sling model or size and transferring position were received. The sling instruction for use (04. Sc.00- 5) describes step by step how to choose the correct size of a sling. There are also crucial warnings provided: ¿the right type and size of sling should be used after proper assessment of each patient size, condition and type of lifting situation.¿ ¿to avoid injury, make sure the patient¿s arms are placed inside of the sling.¿ also maxi move instructions for use (document number 001.25060.en rev. 9 dated on february 2013, but similar information can be found in later revisions as well) give information how to properly choose proper sling size: ¿all slings are size-coded with different colored edge binding or attachment strap coloring.¿ ¿before approaching the patient: the attendant should always tell the patient what they are going to do, and have the correct size sling ready.¿ the customer did not provide any further details regarding the event circumstances, therefore it is unknown why the patient fell from the sling, but using improper sling size (several sizes off) in combination with arjo floor lift is against maxi move instructions for use and might be a contributing factor. In summary, the maxi move passive floor lift in combination with sling was used as a system for transferring the resident and played a role in the reported event. The evaluation of arjo maxi move lifts at this facility shown no technical deficiency within the device, however the patient slid out of sling and from that perspective system did not work as intended. Although no serious injury was sustained, the complaint was decided to be reportable in abundance of caution due to indication of a patient slipping out of the sling and fall.

Event description:
On 2020-jan-03 arjo was made aware of an incident with arjo maxi move passive floor lift and sling involvement. Following information provided, while transferring resident to bed, the resident slipped though the sling and fell into a chair. While slipping out, the resident hit left side of his head. This injury required observation and first aid measures, no serious injury was sustained. Following information provided, the sling size was incorrect.